Event description:
Device malfunction: none. Symptoms/ae: hypotension, mental status change. Time of symptoms/ae: 43 days post-procedure. It was reported that one day post left common and internal carotid artery stenting, the patient experienced transient disorientation that resolved the same day. CT of the head showed no new changes. Nihss score was 0 and a neurology examination, done the same day was normal. Forty three days post-procedure, at the 30 day follow-up visit, the patient complained of recent mental status change with difficulty "carrying on conversation", decreased word finding, and decreased memory. His nihss score was 2 and his blood pressure was low, in the 80s to 90s. Both the investigator and neurologist felt the mental status changes were due to hypotension. The patient had recently seen his cardiothoracic surgeon and was told his pacemaker battery was low and needed replacement. The patient has history of hypotension/syncope when the battery is low. The investigator stated that more than likely the hypotension was related to low pacemaker battery, but could not rule out baroreceptor response with carotid procedure with patient's history of hypertensive meds, which have had to be adjusted in the past. No additional information is available.

Manufacturer narrative:
The second rx acculink, 1011342-30, 5121351, as indicated in the event description and in d11, and is being reported under the same manufacturer report number.